Event description:
A report was received that a patient's ipg was at an angle inside the pocket and the patient was having difficulty to charge. The physician moved the pocket site and the patient was able to charge.